Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that during service, the lcd display of the autopulse® platform intermittently flickers and goes dark. When this occurs, no data is able to be seen. Other than the reported problem, the platform appears to work fine. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection was performed and no damages were observed. The reported complaint could not be confirmed during functional evaluation. The platform was run with a test mannequin for 30 minutes and power cycled several times and no problems were found. The platform passed all functional test requirements. The cabled transmissive lcd was replaced as a precaution. Unrelated to the reported event, a review of the archive data showed that the following user advisories occurred on the reported event date of (B)(6) 2014: user advisory 2 (compression tracking error), user advisory 18 (max take-up revolutions exceeded), user advisory 20 (position out of range), and user advisory 45 (not at "home" position after power-on/restart). There were no mechanical issues or damages observed with the platform that could have caused or contributed to the observed codes. Based on the archive data, probable causes for the observed codes were determined to be the following. The ua 2 was likely due to the lifeband being opened while the device was turned on. The ua 18 was likely due to no load change detected at the load plate. The ua 20 was likely a result of the lifeband not being fully extended out of the channel. The ua 45 code was likely due to the lifeband straps not pulled completely out prior to turning the device on. Based on the investigation, the part(s) identified for precautionary replacement was the cabled transmissive lcd. In summary, the reported complaint was not confirmed during evaluation of the platform. The cabled transmissive lcd was replaced as a precaution. Following service, the device passed all testing criteria.